Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. The patient stated &#62022; I could, I would rip this blasted thing out of my side.&#63520;per the patient, the internal clock was off by at least 15 minutes and the pump was never set by either regular or daylight saving time. The patient stated that they could not fix it. The patient was tired of the pump not working and tired of when the pump did work, it did not work well. The patient stated the pump just kept her from going into withdrawal from morphine. The following information was not previously reported but was determined to be related to this reported event: it was reported the patient was getting denied boluses with an erroneous lockout time remaining. Max=5/day, dri= 1/2 and lockout = 2 successful boluses 0515, 0718, 1109, 1420, bolus was requested and lockout/time remaining was 07 hours 36 minutes?? It was confirmed the settings on ptm were correct compared to pump programming. The ptm was decoupled and recoupled to pump with bolus request - time remaining was still 07 hours 20+ minutes. No symptoms reported. The pump was being used to deliver morphine. Update on (B)(6) 2014 from the rep stated assistance from repair was not needed and he had the patient try a new ptm. Following new ptm a bolus was requested and denied, with time remaining over 7 hours. It was reported the 8840 time was off by one hour and the time was updated on the programmer and then updated the pump. A bolus was requested and lockout was 1 hour 57 minutes as appropriate. It was reported that the patient is fine up until the 4th bolus and the patient got locked out. It was noted "I don't fix it". It was reported that another personal therapy manager (ptm) was tried and got the same message. It was further reported the clock on the 8840 was changed because it was an hour off and the pump was updated, which took care of the problem. Patient was doing fine. It was reported that the patient's personal therapy manager (ptm) was messing up again. It was noted that the first date of event was (B)(6) 2014. It was reported that the patient was getting lockouts. It was noted that the patient was able to bolus 5 times per day with a 2 hour lockout. It was reported that the patient logs their requested boluses but after they all deliver the patient throws them out. It was noted that on event date (B)(6) 2014 the patient requested and received a bolus at 7:40 am, requested and received a bolus at 11:42 am, but at 2:25 bolus was requested but it would not deliver and it gave the patient a 2 hour and 4 min lockout. It was reported that similar instances occurred (B)(6) 2014 but the patient tossed out the record. It was reported that the bolus requested on (B)(6) 2014 were all delivered. It was noted that the patient received a bolus (B)(6) 2014 at 4:30 am, 6:30 am, but the bolus at 2:25 pm was requested but it would not deliver and it gave the patient a 2 hour lockout, followed by two successful bolus requests at 4:30 pm and 8:35 pm. It was reported that the patient is scheduled for a fill on (B)(6) 2014 and the manufacturer's representative will pull the records form the pump to verify bolus request deliveries and denials. It was noted that the patient will continue to track requests and log them to bring into the healthcare providers (hcp) office. It was reported that the patient knew they did not receive the bolus because "she can tell". It was noted that there was a possible uplink error. It was reported that it took patient 3 times of trying today to give herself a bolus. Patient tried to give herself a bolus while device troubleshooting and it was successful. Patient confirmed that she was seeing a bolus denied screen and that she continues to see different time frames she has to wait. She normally sees that she has to wait every 2 hours and 0 mins. Right now she was seeing she needs to wait 4 hours and 17 mins which was reviewed to be inaccurate as she should get a bolus every 2 hours. Patient had started to notice this issue since (B)(6) 2013. Patient had seen her healthcare provider in (B)(6) 2013 and then later on (B)(6) 2014. This issue was reviewed at the time with MFR representative and they thought it had something to do with daylight savings so they thought they had fixed the issue at that time. Per reporter ptm worked at first but then she continued to have this issue. Patient had a refill on the date of this report. It was indicated that patient had to have a bolus every 2 hours in order for her to get out of bed. Drug delivered via the pump was morphine. Patient continued to be locked out when she shouldn't be. Various 88/89s within one minute or the same minute on the pa logs. The programmed lockouts are lockout 2 hours, dri 6/24 and max as 6. Per the ptm technical report there were 10 lockouts due to the dri on the first page. Reporter changed the dri to 1/2 while on the call. Reporter indicates that the patient uses antenna already. Patient was to be given new ptm and this one to be sent back. It was later reported that, a the time of this report, the device had "messed up" for the third time. The patient never knew when she could receive a bolus and had a terrible amount of pain. The patient went to her healthcare provider (hcp) on (B)(6) 2014 and 3-4 weeks prior to this report and the nurse supposedly fixed the issue. At the time of this report, the issue started slowly and then occurred more frequently. The first time occurred at 03:10 and the patient saw a bolus lockout with a lockout interval of 2 hours. The patient knew she did not receive a bolus dose because it would take approximately one hour to take effect and she was awake the rest of the day because she woke up every 15-20 minutes and couldn't sleep. It was noted that the patient did use an antenna. At the time of this report, the patient planned to try to get the issue fixed one more time, but wanted to get the device explanted if it wasn't fixed.

Event description:
It was reported that the patient needed help. They had been having ¿nothing but problems¿ with their ¿pain medication pump implant¿. No further information was provided including if the patient was experiencing any symptoms, what troubleshooting or interventions had occurred or the patient¿s final outcome. Additional information has been requested but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information was received from the consumer. The patient was locked out of her personal therapy manager (ptm) for her last (or next to last) dose of the night. The patient had experienced lockouts due to uplink interference and was using a detachable antenna. They used the ptm to get lock out parameters; 6x/day, 1x/60 minutes, 1x/hour. The patient was keeping a journal and did not use up her 6 boluses.no medical symptoms were reported at this time. The patient thought she would get the (pump) removed. It was noted that the dose was ¿0.400mg/bolus/8.¿

Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), product type: catheter. Product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer patient reporting that its been over 2 years since the patient had been implanted and they have had nothing but trouble out of it. The patient requested information on how to fix their morphine pump, so that "it works when it's needed." The patient was tired of being in pain and having to "wait and lose a whole dose when the thing will not let me have the medication boost." There were no troubleshooting or interventions reported. In addition, the patient outcome and drug concentration/dose were unknown. Additional information has been requested, but was not available as of the date of this report.